Manufacturer narrative:
A philips service engineer inspected the system onsite and replaced the wireless footswitch. Based on available information, philips has concluded that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020).

Event description:
It has been reported to philips that the wireless footswitch was not charging or connecting. The system was in clinical use. The procedure was completed using the wired footswitch. No harm has been reported to philips.